Manufacturer narrative:
Additional device product codes: mnh, mni, kwq, kwp. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision surgery due to a concord lift implant collapsing. It was noted that two (2) matrix polyaxial screws were also broken and thought to be caused by the collapsing cage. All four (4) of the previous matrix screws were removed and replaced with four (4) matrix screw 7 x 45. The primary cause of the need for revision surgery was due to the concord lift collapsing. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. Concomitant device reported: matrix polyaxial screws (part # 04.632.645, lot # unknown, qty 3); locking caps (part # unknown lot # unknown, qty 4), rod (part # unknown, lot # unknown, qty 2), concord lift (part # 197809023l, lot # unknown, quantity 1). This is report 1 of 2 for complaint (B)(4).